Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid, however, there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the front panel display flashed a bright white light with no words on it. There were indications of ¿burning smell¿ detected. The internal inspection showed thermal damage on the power supply module connector of the j8 back plane board cable. There was also thermal damage on the corresponding connector on the power supply module. After replacing the power supply module and the cable and the j8 to back plane board cable, the complaint cycler powered up normally with a good display. Removed functioning power supply module connector and the j8 to back plane board cable at the completion of the investigation. There were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The cycler tested positive for glucose a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an thermal damage on the power supply module. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that after setup prior to connecting the liberty select cycler is emitting a burning smell and the display was flashing a bright white light with no words. The patient stated they had set the cycler up and left it momentarily and found the cycler this way. Upon follow up, the patient contact confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment by using manual exchanges. The cycler was returned to the manufacturer and a replacement cycler was expected to arrive that day. Upon physical evaluation of the cycler by the manufacturer, it was identified that thermal damage was present on the power supply module.